Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Two wet multipak fluid management system (fmss) were returned and evaluated. Sample 1- the sample was tested on a calibrated console and generated system message code - vacuum check failure. Visual and microscopic examination identified white material stressing along the crack indicates a stressed induced fracture. The crack was located at the base of the cassette aspiration port and was partially detached on one side from the cassette. Sample 2 - the sample was tested on on a calibrated console and could prime and tune and achieve maximum vacuum. This sample met specifications. The root cause of the customer's complaint is related to an error during customer handling of the cassette post receipt of the sample. The damage observed indicated the damage was consistent with an induced forced. After investigation of this complaint, it has been determined that no action will be taken at this time as the root cause is related to improper handling. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vacuum failed during a procedure. The product was replaced and procedure completed with no patient harm.